Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece overheated during a surgical procedure. The procedure was completed successfully and there were no adverse consequences reported.